Event description:
It was reported that the insulin pump malfunctioned. There was no further detail given in regards to the type of malfunction. The customer was unable to perform troubleshooting. She was reportedly in the hosp due to reasons unrelated to diabetes, but stated that the insulin pump was taken off of her before any x rays were taken or any magnetic resonance imaging occurred. The customer further stated she had unspecified high blood glucose at one point. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the (B)(4).